Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 3 devices were received for evaluation; 3 events were confirmed during testing, 3 devices were found to be affected by cuts in the wires. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which bare wires of the device were exposed, 1 event had patient involvement with no patient impact, 2 events had no patient involvement; no patient impact.